Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the feed line of an mr290 humidification chamber was damaged at the chamber dome after one day of use. No patient consequence was reported.

Manufacturer narrative:
Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(6) and was visually inspected. Results: the visual inspection revealed that the feedset tube had been pulled out of the chamber dome. Glue was observed on the feedset tube end. A lot check revealed no other complaints of this nature for lot 130604. Conclusion: the damage to the returned mr290v vented autofeed humidification chamber was most likely caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Any chamber that fails is rejected and the whole batch is placed on hold for investigation. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Any chamber that fails is rejected. This suggests that the damage to the feedset tube occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."